Event description:
The customer reported the device beeps, has a red x and front end failure in the status log. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device beeps, has a red x and front end failure in the status log. There was no reported pt involvement. Philips fse evaluated the device and confirmed the complaint. The power pca was replaced to resolve the problem.